Event description:
The device was used during a video assisted thoracoscopic surgery. It was reported by the rep. When surgeon opened the jaw and after he had fired the instrument, the cartridge fell into the pt. (It was retrieved). Doctor used another ez45b to complete the case. There was no consequence to the pt.

Manufacturer narrative:
Device was not returned for analysis.